Event description:
It was reported that during a sigmoidectomy procedure, the device was fired without any problems at the first firing outside the patient by a nurse. However, it was hard to grasp the firing trigger and the device could not be fired at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Broken advancer,malformed clip device b batch # f9he5z; mfg date: 9/04/2009; exp date: 8/04/2014. Anti-backup failure,malformed clip,indicator wheel failure the analysis results found that device (a) was returned with the tip of the advancer broken. The device was cycled and two pear shaped clips were fed due the found condition. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The device locked out as intended but the orange indicator did not show up. The analysis results found that device (b) was received in good visual condition. The device was cycled and one clip partially formed were fed due the antibackup failure; the remaining two clips were conforming. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Finally, the device locked out as intended but the orange indicator was beyond its intended position. A batch record review was performed and no anomalies were found during the manufacturing process.